Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and suffered cardiac tamponade, surgical intervention, prolonged hospitalization and cardiac arrest. After completing the transseptal utilizing the baylis versacross sheath, they swapped sheaths for the cryo sheath. The sheath appeared to be in the left atrial appendage (laa). The sheath was pulled back and the pentaray was inserted. Less than a minute later, the patient had hypotension and intracardiac echo (ice) and transthoracic echo (tte) were used to confirm the effusion. No mapping was done with the pentaray. A pericardiocentesis was performed at that time and about 250 ml of fluid were removed from the pericardial space. At that point, a code was called and CPR was initiated. The patient was stabilized and sent to the operating room (or). The procedure was aborted. This adverse event was discovered post use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that he thinks the cause was the versacross sheath. The patient outcome of the adverse event was reported as improved. The patient required extended hospitalization as the patient underwent cardiac arrest and CPR and was taken to surgery for left atrial (la) perforation. The generator was not used during procedure. The packing info for the pentaray is not available.